Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that additional out of range measurements were seen. No intervention was performed. The system will continue to be monitored. No adverse patient effects reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead and the associated implantable cardioverter defibrillator (ICD) displayed high, out of range shock impedances at implant. A 1.1 joule shock was delivered which returned the shock impedance to a normal value. Subsequent information from the local field representative (fr) indicated that the shock impedance rose to an out of range value again. The patient will continue to be monitored. No adverse patient effects were reported. The lead remains in service.